Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis -the inspection of the mayfield base unit a2101 with serial number: (B)(6) shows no defects. The internal thread of the transitional member is in good condition and screws perfectly into the included swivel adapter. The handle is not deformed and the transitional member fits perfectly into the handle. The handle closes properly and provides a secure grip once closed so that the transitional member has no movement. The left bracket is adjustable, and the shock cushion is in place. However, unrelated to the complaint issue reported, the adjusting wrench thread is broken, and the wrench needs to be replaced. It is to be noted that the unit must first be adjusted, then closed, and not adjusted again after closing. It is also important to ensure that the unit is firmly attached to the operating table and does not wobble, and it is also essential to ensure that the transitional member and the teeth of the swivel adapter do not collide. The adjustment wrench was replaced and the unit was subjected to a successful functional check and meets manufacturer specifications. Root cause - the complaint is not confirmed via inspection since the base unit showed no defects. The probable root cause is improper or suboptimal placement/setup of the mayfield system. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2026-00007 and 3004608878-2026-00031: a facility reported that the mayfield ultra base unit (a2101) came loose during surgery, resulting in a single scratch to the patient's hairline/forehead, and a bandage was applied to the forehead. Another device was used to complete the surgery. The surgery time was not significantly increased.